Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The technical support specialist (tss) has been waiting for customer response but there was no response received customer related to further assistance. So, the technical support specialist has closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3 was jammed. The customer stated that this malfunction caused a delay to the patient care and unable to fetch the medication from the drawer. There were no adverse events or injuries reported based on this event.